Event description:
It was reported that during a da vinci myomectomy procedure, the cable on the prograsp forceps instrument was identified as being broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunctions were to recur.